Manufacturer narrative:
(B)(4). Updated information was received for this complaint. The updated investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42542007102 persona tibia fixed cemented right size e lot# 65619850; 42522600710 persona articular surface bearing (cps) rt 10mm lot# 64125950; 00597206535 nexgen all poly patella std size 35mm dia 9mm lot# 63932368; 42560313514 persona stem ext 3mm offset splined 14mm dia 135mm l lot# 65347348; 42556606210 persona femoral distal augment cemented size 7 10mm lot# 65755292; 42556806205 persona femoral posterior augment cemented size 7 5mm lot# 65703519; 42555805410 persona tibial augment half block right medial size ef 10mm lot# 64594695; 42560113513 persona stem extension st splined 13 mm dia 135 mm l lot# 64989092.

Event description:
It was reported the patient had a hematoma evacuated approximately two weeks post procedure. A significant hematoma was noted, evacuated, and a drain placed. No intraoperative complications were noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. No product has not been returned. No product evaluation was able to be completed. Reported event is not related to device therefore, a compatibility review is not applicable. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. Root cause of the reported event is not device related. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.